Event description:
It was reported to covidien on (B)(6) 2014 that a customer had and issue with a single lumen umbilical vessel catheter (uvc). The customer reports leakage 2-3 cm below hub/port. This happens within the first few hours. The customer reports that a new uvc needed to be placed.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One sample was received for evaluation. Two holes were found in the catheter at the base of the luer fitting. The holes were found by slightly stretching the catheter under an optical microscope. Additionally, a small bump was found on the over molded strain relief near the base of the luer fitting. A large bump was found on the side of the over molded strain relief. Two bumps and the one hole are somewhat aligned. As per the instructions for use, do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter. Do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. The most probable root cause can be due to improper use of cleaning agents or the use of sharp objects. A formal corrective and preventative action was opened and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% pressure testing during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Several attempts to gather information from the customer were made to date, no response has been received. If additional pertinent information becomes available, the report will be updated.